Manufacturer narrative:
The calibration signals were higher than the expected range. The field service engineer increased the liquid level detection (lld) voltage and performed calibration and qc with successful results. The service actions of cleaning the contaminated system water and increasing the lld voltage resolved the issue. The investigation did not identify a product problem. The cause of the event was due to an incomplete/ incorrect execution of customer maintenance, leading to a contaminated water system.

Event description:
We received an allegation about discrepant results for an unspecified number of patient samples tested with elecsys total psa assay on a cobas e411 immunoassay analyzer (disk system), which did not match the patients' clinical pictures. Discrepant results for 2 patients' samples were provided. Patient 1: initial result: 0.006 ng/ml (accompanied by a data flag). The physician questioned the initial result, and the sample was then repeated. On (B)(6) 2025: repeat result: 0.6 ng/ml. The repeat result matched the patient's clinical picture. Patient 2: on (B)(6) 2025: initial result: 0.006 ng/ml (accompanied by a data flag). On (B)(6) 2025: repeat result: 0.006 ng/ml (accompanied by a data flag). The customer alleged that both the initial and repeat results did not match the patient's clinical picture.

Manufacturer narrative:
The cobas e411 disk serial number was (B)(6). The calibration was performed on 09-oct-2025 and 16-oct-2025. Qc was acceptable. The field service engineer did an instrument performance check and performed some adjustments. He found that the probe was dripping and the water system was contaminated. He cleaned the water system. The investigation is ongoing.